Event description:
It was reported that this implantable cardioverter defibrillator received three inappropriate shocks and six anti-tachycardia pacing due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.